Manufacturer narrative:
On 10/09/2015 09:55 pm (gmt-4:00) added by (B)(6)): a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 insulation coating started to peel and come off. The hospital did not report any patient effects.

Manufacturer narrative:
On 01/14/2016 04:14 pm (gmt-5:00) added by (B)(6): the device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the heater wire was bent and flexed away from the hot jaw with detachment at the tip. The heater wire remained attached at the base of the jaw. This failure mode was not reported by the account. Tissue and char buildup was observed on the jaws. The wire remained in place at the base of the jaws. No other non conformance were observed. Based on the returned condition of the device and the results of the investigation the reported complaint was not confirmed for ¿peeled insulation.¿ (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 insulation coating started to peel and come off. The hospital did not report any patient effects.